Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty removing the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the build up of procedural contaminants on the guide wire and in the guide wire lumen of the balloon catheter resulted in resistance during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received reporting that there was no kink seen on either device. The physician was just giving a possible explanation for the two devices getting stuck. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The ht command device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during the end of the procedure, the ht command guide wire got stuck with the armada 14 balloon catheter due to a possible kink to the device. The armada 14 and the ht command guide wire had to be withdrawn together as a single unit. The procedure was completed and there were no other issues noted during the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.